Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the loading unit was partially fired to the 2 cm cut line and engaged in interlock. The jaws of the loading unit were open. The anvil clamping mechanism was deformed, along with the knife assembly buckled. Pmv performed functional testing which included the loading unit was loaded into a post market vigilance (pmv) instrument for functional testing. The loading unit locked securely in place and was applied to test media. The interlock was overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The loading unit interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic right video-assisted thoracoscopic surgery (vats) procedure. The stapler was being applied to the lung tissue. The staplers or reloads failed to fire or work. Multiple reloads and handles were opened to complete the procedure. The ratchet and the reload broke. The device was difficult or unable to close. The jaws of the device would simply not close on the tissue. The two halves would not join and lock into place as usual at the hinge pin. The white flag interlock was already engaged. The stapler did not fire. The black pusher thumb piece could not be moved at all. The device partially fired. The staples did not deploy. There was poor staple formation. The staples did not release from the cartridge. The staple line was incomplete. The surgeon heard the stapler crack. In order to resolve the issues, the procedure was converted to open due to the device problem. The incision was extended by more than one inch. The hospital time was extended due to the procedure conversion. The patient status is alive, no injury.